Manufacturer narrative:
H6. B20 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the ins was replaced on (B)(6) 2026 and the issue resolved. The ins was at customer¿s possession and will be returned.

Manufacturer narrative:
B3: date is year valid. G2. Foreign: greece medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implanted neurostimulator (ins) turns off automatically. Patient's symptoms returned and patient was suffering from pain and limited mobility. A regular check and reprogramming from the hcp and manufacturer representative (rep) revealed that the ins was found turned off when it should be on. The ins was to be replaced in the future; the issue has not been resolved. Additional information was received. The cause of the ins turning off was not confirmed. Logs should be obtained by the end of the week. A date to replace the ins has not been confirmed, but it will be soon.